Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the anesthesia in the unspecified bd¿ spinal tray was ineffective during use on the patient. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: by failure we mean while placing the spinal everything seemed perfect but the spinal did not take effect properly. Doctor's spinal set in but then wore off very quickly. In my two one patient had good analgesia and were able to complete the surgery but they could still move their surgical leg. In another one dermatome wasn't numb but the rest of the abdomen was for a c-section. I also had another patient with a low spinal level where I had so supplement with ketamine. Another doctor also had 2 failures but I don't know the details. I think there is something wrong with the hyperbaric bupivacaine included in the kit. Its like the medication is not the correct potency so the patients are getting under dosed.

Manufacturer narrative:
H.6. Investigation: a complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. A lot number was not provided, as a result a review was unable to be performed for the lot. The investigation is not able to identify or confirm any manufacturing contribution to the reported failure mode. All related indicators for this part suggest the product contains a drug with acceptable potency. Previous corrective actions, CAPA#67717, have already been implemented for ineffective anesthesia. In addition, the manufacturing stability program runs a single lot each year to ensure internal processes have not affected the product. H3 other text : see h.10

Event description:
It was reported that the anesthesia in the unspecified bd¿ spinal tray was ineffective during use on the patient. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: by failure we mean while placing the spinal everything seemed perfect but the spinal did not take effect properly. Doctor's spinal set in but then wore off very quickly. In my two one patient had good analgesia and were able to complete the surgery but they could still move their surgical leg. In another one dermatome wasn't numb but the rest of the abdomen was for a c-section. I also had another patient with a low spinal level where I had so supplement with ketamine. Another doctor also had 2 failures but I don't know the details. I think there is something wrong with the hyperbaric bupivacaine included in the kit. Its like the medication is not the correct potency so the patients are getting under dosed.